Event description:
Event description guidant received information that during the implant procedure this patient adversely experienced a potential pneumothorax event caused while the physician was trying to gain access during the subclavian stick for pocket entry. Difficulty was attributed to the patient anatomy and was also evidenced by fluoroscopy and contrast dye. Once successfull access was made, the physician was able to place the leads and device without any significant clinical observations.